Event description:
Adverse event(s): "corneal infiltrates" (corneal infiltrates). Product problem(s): "none reported" (no info). On (B)(6)2010, an optometrist reported ten pts who experienced corneal infiltrates following the use of this product. He noted the infiltrates were mostly all over the cornea and that some pts experienced the infiltrates in one eye and other pts experienced it in both eyes. He stated, he switched the pts to a hydrogen peroxide based contact lens solution and he is currently following up with three or four of the pts.

Manufacturer narrative:
Evaluation summary: the complaint device was not received for evaluation. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. Additional info was requested via mail on 05/13/2010; via phone on 05/20/2010. (B)(4)